Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had developed irritation under the front therapy electrode pad and towards his side. Patient described it as red/pinkish bumpy, with some broken, raised skin. The patient's physician reported that it was hair follicle irritation due to patient shaving and was given acne medicine cream. The patient reported that the irritation was improving.